Manufacturer narrative:
Concomitant medical products. Cook delta wire guide, unknown model; valley lab electrosurgical generator, unknown model. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the cutting wire securing component located near the distal end of the sphincterotome has disconnected from the catheter. The cutting wire is intact and remains securely attached to the sphincterotome at the proximal end. However, due to the catheter and securing component disconnection, the distal end of the cutting wire is no longer connected to the sphincterotome catheter at the distal end. A section of the cutting wire securing component has broken and detached from the device. The broken section is estimated to be 3 mm in length and 0.5 mm in diameter. The broken section was not included in the return. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the report states: the report states: during an endoscopic retrograde cholangiopancreatography (ercp), the physician used the fusion omni-tome to cannulate the papilla. They were attempting to place the cook delta wire guide (unknown model) through the mesh of a zilver stent. On the second usage, when being pulled out of the stent, the cutting wire broke. Another device was used to complete the procedure. No damage occurred to the zilver stent and no harm to the patient. The intended use of this device states: "this device is used for cannulation of the ductal system and for sphincterotomy." This device is not intended to be passed into a zilver stent as stated by the user. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used the fusion omni-tome to go through the mesh of a zilver stent. On the second usage, when being pulled out of the stent, the cutting wire broke. Another device was used to complete the procedure. No damage occurred to the zilver stent and no harm to the patient. On 11/03/2015, the device was received for evaluation. The cutting wire securing component (anchor) has pulled free and a portion of the anchor is missing. The cutting wire is not broken.